Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd qsyte leaked. The following information was provided by the initial reporter, translated from french to english: I would like to inform you of an incident that occurred on (B)(6) 2024 in our department of pediatric immunology, hematology & rheumatology at the (B)(6) hospital. "Child with possible presyndrome. Hta +++ despite loxen ivc and trandat ivc. Doses increased ++ because of lack of response to anti-hta and significant neurological signs (unconsciousness, risk of convulsion). When the flow rate was increased to 11ml/h, ide realized that the qsite was leaking, and that the product was running in large drops (puddle on the floor). The high dose loxen probably wasn't getting through, but we don't know since when. 2h before, at 10am when changing the syringe no visible leakage." "Immediate action: change of loxen syringe + qsite + prologator. Bp drops rapidly afterwards, decreases then stops loxen 30 min later". "Immediate consequences apparent: suspi de pres-syndrome: uncontrolled hypertension requiring +++ increased doses of trandate."

Event description:
No additional information.

Manufacturer narrative:
Investigation results as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.